Manufacturer narrative:
Evaluation summary: complaint history and cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician has reported that he has noticed an apparent "coating" being seen infrequently on lenses delivered with cartridges. Additional information was provided by the surgeon that he did not track any information. No problems arose. There was no patient damage. He has no further information.